Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient spouse that the patient experienced "heart attack for 4 days....chest pains" and the patients spouse questions if the implantable pulse generator (ipg) "is not working". The ipg remains in use. No further patient complications have been reported as a result of this event.